Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-51585. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported "important breast asymmetry", and ¿presence of microcalcifications¿. Additionally reported were ¿oily cysts¿ and ¿multiple small areas of steatonecrosis¿ which have been deemed not related to the device. This record is for the left side. The device remains implanted.